Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was acting weird on the insulin pump. Customer stated that he tried to use the bolus wizard and had to keep clicking the button to get it to deliver. Customer found the act button was intermittently unresponsive. Customer stated that sometimes the pump suspends when he did not suspend it. Customer's blood glucose is now over 400 mg/dl. Customer has only treated with the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump delivered a ten unit bolus and selected the suspend feature option in the main menu screen. The delivery stopped and the suspend feature functioned properly with no unexpected suspend anomalies noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were within specification. The pump had intermittent button response on the act button due to a flattened dome switch. The keypad connector on the lcd board was not unlocked during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.